Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim shows a used instrument with a ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of corrective action in the past. The corrective action recommended alternative sterilization techniques for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism; however, this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was returned due to being worn and abraded. The device was received missing a ball plunger.